Manufacturer narrative:
The investigation is complete. The device was not returned for evaluation. The root cause of the patient undergoing a revision surgery due to an alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient underwent a revision surgery due to an alleged infection. The following parts were removed and revised: distal femur axial pin, tibial hinge component, tibial poly spacer. The following parts remain implanted from the orgiinal eleos surgery which took place on (B)(6) 2021: distal femur, femoral head, stem extension, 140mm male-female midsection, 50mm male-female midsection, resurfacing patella, 50mm male-male midseciton, tibial baseplate. And a proximal femur. The surgeon removed implants with poly comopents and performed a washout. No further information was made available.

Manufacturer narrative:
The device will not be returned for investigation as it was discarded at the hospital. The investigation is in progress. When the investigation is complete, a supplemental report will be submitted accordingly multiple mdrs were reported for this event: #3013450937-2021-00098, #3013450937-2021-00099, #3013450937-2021-00100, #3013450937-2021-00101, #3013450937-2021-00102, #3013450937-2021-00103, #3013450937-2021-00104, #3013450937-2021-00105, #3013450937-2021-00106, #3013450937-2021-00108, #3013450937-2021-00109.

Event description:
It was reported that the patient underwent a revision surgery due to an alleged infection. The following parts were removed and revised: distal femur axial pin, tibial hinge component, tibial poly spacer. The following parts remain implanted from the original eleos surgery which took place on (B)(6) 2021: distal femur, femoral head, stem extension, 140mm male-female midsection, 50mm male-female midsection, resurfacing patella, 50mm male-male midsection, tibial baseplate. And a proximal femur. The surgeon removed implants with poly components and performed a washout. No further information was made available.